Manufacturer narrative:
(B)(4). UDI#: (B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the front staples were loaded backwards in the device. The stapler was returned with its trigger partially engaged. There were signs of biological material on the device. The stapler was received with 30 staples left in the cartridge, indicating that at least 5 staples were fired by the customer. Upon functional inspection, the first staple fired and released malformed. The second fire attempt resulted in two staples sticking out of the front of the device unformed. Both staples were removed manually, and three additional staples fell out of the device. The third fire attempt released an unformed staple. The fourth fire attempt resulted in the staple fully forming and releasing. Functional testing was not continued due to the severe misalignment of the remaining staples. The device was disassembled and die casting anomalies were discovered on the forming tool. It was observed that saddle spring was attached to the pusher; however, the saddle spring was crooked. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The complaint was confirmed based upon the sample received. Upon functional inspection, the first staple fired and released malformed. The second fire attempt resulted in two staples sticking out of the front of the device unformed. Both staples were removed manually , and three additional staples fell out of the device. The third fire attempt released an unformed staple. The fourth fire attempt resulted in the staple fully forming and releasing. Functional testing was not continued due to the severe misalignment of the remaining staples. The device was disassembled and die casting anomalies were discovered on the forming tool. It was observed that saddle spring was attached to the pusher; however, the saddle spring was crooked. The root cause of the staple misalignment could not be conclusively determined. A non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as "the hcp failed to fire the skin stapler during use on patient." No patient injury/harm reported. The condition of the patient is listed as "fine".

Manufacturer narrative:
(B)(4). The device has been returned; however, the investigation is not complete at the time of this report. A follow up report will be submitted with investigation results.

Event description:
The complaint is reported as "the hcp failed to fire the skin stapler during use on patient." No patient injury/harm reported. The condition of the patient is listed as "fine".